Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl had "no display." There was no report of patient involvement.